Event description:
It was found via an online obituary that this patient passed away in a local nursing home, after a lengthy illness. No further relevant information has been received to date. The suspect product has not been received to date.

Event description:
The patient's death certificate was received. It reported that the patient's cause of death was pneumonia and that the patient had died within days of onset. Other significant conditions contributing to death not resulting in underlying cause as "seizure disorder, multiple osteoporotic fractures." The manner of death was marked as natural. The patient had no known previous issues of dyspnea or dysphagia in relation to vns; therefore, it can be reasonably concluded that the vns was not related to the patient's pneumonia. No further relevant information has been received to date.